Event description:
A caller reported his father was using a shiley 8lpc tracheostomy tube and it had a cracked flange as well as connector. He had it replaced at an emergency room near his house, and it was discarded. He states, his father had used it for one month and cleans it with a small brush with saline and water. His father is not on a ventilator.

Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. A history review of the lot number provided will be performed. A follow up report will be submitted should any significant info result. The shiley lpc dfu states under caution: the shiley tracheostomy tube is classified as a disposable medical device. The MFR recommends that the tracheostomy tube usage not exceed twenty-nine days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by attending physician. The shiley lpc dfu states under preparation: selection of the tracheostomy tube size is left to the discretion of the physician. Patients in the home care environment should be carefully instructed by their home health care provider in the proper use and handling of this device.